Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff in united states. It refers to the (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011. Plaintiff has a child. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, chronic fatigue, dental problems, excessive rashes, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to treat plaintiff persistent and heavy bleeding, she underwent the novasure procedure on or around (B)(6) 2013. During that procedure, her treating physician was required to remove her left essure coil. She continued to experience constant pain and was required to undergo a hysterectomy to remove her right essure coil on or around (B)(6) 2015. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy menstrual bleeding (persistent and heavy bleeding) and chronic pelvic pain. One and a half year after essure placement, she underwent a novasure endometrial ablation procedure and removal of left essure coil. Seven months later, a hysterectomy to remove her right essure coil was done. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or menses pattern changes may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical interventions were required in relation to the events. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs